Event description:
A customer contacted beckman coulter regarding erroneously elevated troponin (accu tni) results that were generated by the access 2 instrument. Pt a: the initial accu tni result was 3.87ng/ml. The customer re-tested the patient original sample for accu tni approx 1.5 hour later and obtained result of 0.01ng/ml. On the next day, the pt original sample was tested for accu tni on a different instrument in the customer's lab. Accu tni result was 0.01ng/ml. Pt b: the initial accu tni result was 0.98ng/ml. The pt original sample was tested for accu tni on a different instrument in the customer's lab. Accu tni result obtained from the different instrument was 0.01ng/ml. There was no report of death or patient injury that can be attributed to or connected with this event.

Manufacturer narrative:
Investigation summary (post event): system check performed on 06/15/06 was within specs. The specimens were collected in bd, 5ml sst tubes and centrifuged at 3,500 rpm for six (6) minutes. Based on available information, the samples were full draws with no gross hemolysis or fibrin clots. The cardiac samples were filtered and presented in cups. A field service engineer (fse) was dispatched to the customer lab in 2006. The fse noted that customer was having qc issues at the time of the event. The fse performed diagnostic testing which failed. The fse adjusted mixer actuator arm and replaced pipettor tip and then repeated diagnostic testing; the results were within specs. The fse verified that the instrument was operating within specs. A hardware issues addressed by the fse may have contributed to this event. A malfunction will be assumed for the purpose of this report.